Manufacturer narrative:
The following devices were also listed in this report: device name#mrhk femoral bushing; cat#64812110; lot#llh091 device name#mrhk femoral bushing; cat#64812110; lot#llh091 device name#mrh axle; cat#64812120; lot#ctd69840 device name#mrh tib rot comp xs-xl; cat#64812100; lot#186075 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding patient factors involving a mrh insert was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records could not be performed as lot code information was unknown. Complaint history review: a review of the device history records could not be performed as lot code information was unknown. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. H3 other text : device not returned.

Event description:
Patient presented with wound dehiscence of her surgical wound following previous revision on (B)(6) 2024. Doctor opted to perform an extensive I&d and swap-out all the modular components that join the femur and tibia. Femur and tibia components left in-situ, no complaints filed against the components themselves. No further information available.